Event description:
The customer stated that she was hospitalized with a low blood glucose of 19 mg/dl. The customer stated that she fell and broke her arm, then experienced the low blood glucose levels two days later. The customer was unable to troubleshoot due to her broken arm. However, the customer stated that the hcp has already checked the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.